Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with a monitor. The cause for the failure was isolated to a damaged j702 trunk cable connector that was pulled from the distribution node pca board. The root cause for the damaged connector could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the damaged j702 connector. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.